Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both high and low blood glucose while using the ilet, including a rise to approximately 400 mg/dl after disconnecting the device and not announcing a bagel meal, followed by a drop to 71 mg/dl after reconnection and subsequent intake of pizza, glucose tablets, and juice; the user had also been selecting smaller-than-appropriate meal sizes in an attempt to reduce insulin delivery, and a factory reset was planned per support guidance. Symptoms included hyperglycemia and hypoglycemia. Outcomes included self-management with carbohydrates and no medical intervention beyond product support. Investigation included technical support review and user education on appropriate meal announcements, carb awareness, and safe disconnection practices. Investigation of this case revealed user-dependent factors related to unannounced meals, intentional underreporting of meal size, and disconnection from the device contributed to the glycemic excursions. It was concluded that the device functioned as designed and that the event was related to use conditions and therapy management decisions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.